Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the most probable cause has been classified as component failure due to stress. This is consistent with an expected or random component failure caused by physical stress exerted on the device, with no design or manufacturing deficiencies identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
During device evaluation, a scratch on the forceps port was identified on the bronchofibervideoscope. No patients were involved.